Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient was experiencing generalized pain and headache. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that no further course of action.

Event description:
A report was received that the patient was experiencing generalized pain and headache. The patient will undergo an explant procedure.